Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury

Event description:
On (B)(6) 2013, this vns patient underwent full revision. Interrogation of the generator showed no high impedance warning message and the neos flag was ¿yes,¿ and diagnostics were within normal limits. When the new generator was placed and diagnostics were performed, high lead impedance was seen. The surgeon removed and reinserted the lead pin but still saw high impedance. The surgeon then pointed out that the lead appeared to have pulled away from the silicone tubing. The surgeon did not believe that he had nicked the lead. The existing lead was clipped at the electrodes. After full revision, diagnostic were within normal limits. X-rays were reportedly taken but were not received for review. There was no reported trauma or manipulation of the lead. The explanted generator and lead were returned on (B)(4) 2013 and are pending analysis.